Manufacturer narrative:
Device has yet to be received for evaluation. Investigation is on-going. Once complete, a follow-up report will be submitted.

Event description:
Dr. Surgeon of the hospital, reported via our sales rep, the following: during a vaporization the tip of the serfas energy probe broke off.